Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider reported via the representative that this patient's device system delivered baclofen with a concentration of 1000 mcg/ml but the dose and lot number were not available and could not be obtained. During a procedure the anchor did not slide from the anchor dispenser (ad). The physician was releasing the anchor sliding it from the anchor dispenser and during the sliding the anchor curled up, was stuck, and was impossible to remove from the dispenser. Of note, the physician was very well trained on how to use the anchor dispenser. No troubleshooting was performed but another anchor was used. The issue was resolved at the time of the report. No patient symptoms were reported. At the time of the report the patient's status was reported as alive-no injury. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Only the anchor deployment tool (adt) was returned with the anchor still attached on the hypotube. Both the proximal and distal sides of the anchor were deformed in shape (folded in). The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube. Analysis concluded that the anchor did not properly detach from the ascenda tool and was not able to be used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.